Manufacturer narrative:
It was reported by the hospital contact that the stents ((B)(4)) and ((B)(4)) could not advance at the middle of the prowler microcatheter (details unknown). During stent assisted coil embolization procedure the 6f guide catheter (details unknown) and prowler microcatheter were positioned. The stent ((B)(4)) could not advance at the middle of the prowler microcatheter. The surgeon could not remove the stent. The surgeon had to remove the microcatheter and stent. Checked microcatheter and reshaped with it. Changed to the new stent ((B)(4)). The stent could not advance at middle of microcatheter again. The surgeon removed the microcatheter and stent. Changed to other products (details unknown) to complete. As the patient had hepatitis, the samples could not be returned. The patient is male and (B)(4), had left middle cerebral artery aneurysm. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). This is 1 of 2 reports associated with 1226348-2015-00060. Concomitant medical products and therapy dates: other products (details unknown), stent (enc452800/10518673), 6f guide catheter (details unknown), prowler microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the stents (enc452800/10518673) and (enc452812/10468667) could not advance at the middle of the prowler microcatheter (details unknown). During stent assisted coil embolization procedure the 6f guide catheter (details unknown) and prowler microcatheter were positioned. The stent (enc452800/10518673) could not advance at the middle of the prowler microcatheter. The surgeon could not remove the stent. The surgeon had to remove the microcatheter and stent. Checked microcatheter and reshaped with it. Changed to the new stent (enc452812/10468667). The stent could not advance at middle of microcatheter again. The surgeon removed the microcatheter and stent. Changed to other products (details unknown) to complete. As the patient had hepatitis, the samples could not be returned. The patient is male and (B)(6), had left middle cerebral artery aneurysm. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event.